Event description:
It was reported that, "crossed threaded in stem, was able to remove without removing stem. Seemed to be caused from normal wear-n-tear."

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.